Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise and decrease in impedance. Insulation anomaly was suspected. Patient was asymptomatic. The lead was capped and replaced. Patient was fine post procedure.